Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "infection", and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with an unspecified dermal filler. 3 years later, patient presented with "having a recurrent infection [periorbital region]". MRI shows "filler still present both sides and with granulomas on the affected side". Hyaluronidase "on the nhs" is planned. Symptoms are ongoing.